Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va320ux); product type: 0200-lead; implant date: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they had something like a wire coming through their skin. The agent reviewed no part of ins system should be breaking skin and redirected them to their healthcare provider (hcp). The patient stated they had called their hcp and were redirected to call. The agent walked the patient through connecting to the ins and the patient was able to connect to ins and increased stimulation to a comfortable level. The agent again redirected patient to follow up with hcp regarding wire sticking out.